Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported the device has been emitting tones every six hours for the past two weeks.